Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No conclusion can be drawn. Evaluation for continuing to spin could not be performed because the perforator was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. This dm0010faa easydrill cranial perforator with lot number 949/16 was manufactured by micromar. The perforator has been returned to the manufacturer and is still pending their evaluation results. The device history records were reviewed by micromar and all specifications were met prior to release. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the perforator tool did not stop spinning and the patient's dura was nicked. No additional patient information was available. The event date was provided, as well as the initial reporter information and the surgeon¿s name. The perforator tool model and lot number were provided. It was confirmed this was the initial use of the perforator tool and the device was available for return. On follow up patient status was not available. It was reported the surgeon was experienced with the usage of this type of perforator tool. The hospital contact phone number was provided. The serial number of the concomitant attachment was unknown.